Manufacturer narrative:
Additional narrative: only the event month and year are known. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that internal synthes found 113 broken screws in (B)(6). There were no adverse consequences to a patient. This (B)(4). This report involves one (1) ti low profile neuro screw self-drilling 4mm. This is report 10 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834, lot #: h855734) was returned and received. Upon visual inspection, the cross-slot feature was found to be visibly damaged amongst returned screws. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. The thread tips are worn/damaged. No other signs of damage were observed with the returned device. The broken complaint condition was not confirmed during the investigation. The complaint condition of deformation was confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834, lot #: h855734). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: 19-mar-2019, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h855734 (non-sterile). Component part(s) reviewed: part number:21015, tialnbr14.00, lot number: h692284. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.